Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
During use of the screwdriver in surgery, the hexagonal tip broke off . The fragments were removed without issue.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation. The small fragment, however, was not returned for evaluation. Visual inspection of the hex driver found that the hex head had fractured off at the connection point between the head and the main body of the device. The device was also dimensionally analyzed and was found to be conforming to print specifications where measured. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the issue of the hex driver fracturing during use was previously evaluated. Based upon the information available, it is believed the root cause is associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.